Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent eyelid suturing on (B)(6) 2025, due to an eyelid laceration and received surgical suture treatment. On (B)(6), it was found that the wound at the suture site had dehisced and the suture had broken with knots still present, so the patient returned to the hospital for treatment. After admission, the doctor cleaned the unhealed wound and re-sutured the dehisced area. It was confirmed that the re-suturing was due to the user operation and not related to product quality. The patient is recovering well.